Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
It was initially reported, the system board was replaced to address a "service required" code. The system board was returned to the manufacturer's product investigation laboratory for further investigation. The component passed all testing and was found to operate as designed.